Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Information provided indicates that both pumps were underfilled to 230ml, which does flow faster than a nominally filled pump. The directions for use (111111 rev. K) contains a caution statement: filling the pump less than nominal results in faster flow rate. Received two empty, used pumps (100908-a and 100908-b) for evaluation and investigation. The pump(b) was filled with normal saline solution to the nominal fill volume of 270ml and a flow rate accuracy test was performed. The pump infused within specification.

Event description:
(Drug diluent: 5fu 72ml, 3600mg and d5w 158ml). (Fill volume: 230ml and flow rate: 5ml/hr). (Procedure: unknown and cathplace: unknown). The pump infused very fast , in about 25 hours instead of 46 hours. Patient felt dizzy. Date of event: (B)(6) 2010. Per dfu: nominal flow rate: 5ml/hr. Nominal fill volume: 270ml. Maximum volume: 335ml. The infusion delivery time is 54 hours when filled to nominal volume and flow rate.